Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On the same day this report was received, physioneal and nutrineal therapies were discontinued. On an unreported date, the peritoneal dialysis catheter was removed and the patient was placed on temporary hemodialysis therapy. Hospitalization was ongoing. The patient was not recovered from the peritonitis event. No additional information is available.